Manufacturer narrative:
The assembly and component batch history were evaluated and there are no records in the batch history of non-conformities and corrective maintenance that could lead to the claimed defect. This complaint does not contain samples and photos. Although the complaint report described a rupture of the epidural catheter used in the anesthesia tray, the incident was not confirmed as being caused by the tray assembly process. The epidural catheter is a component used to mount the anesthesia tray and is purchased from an external supplier (teleflex). In this way, the rupture of the catheter does not originate from the assembly of the tray. In addition, it was found that if the catheter had already ruptured prior to its use, it could not be used during the procedure. Failure to provide samples and/or their images does not allow us to investigate the situation and we cannot infer that the product was defective. As there is no certainty as to the origin of the claimed defect and due to the type of incident report, the failure may possibly have occurred due to a failure in the procedure. The supplier will not be notified as we do not have evidence that the product is defective. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
17.nov.23: add info received. "According to information from the team, 9.3 cm was the missing fragment during removal, and the proximal tip was 7.7 cm from the skin. Unfortunately we cannot provide images as they are part of the patient's medical record and are therefore confidential."

Event description:
It was reported that bd anesthesia tray combined spinal/epid broke. The following information was received by the initial reporter in portuguese with the verbatim: according to telephone contact, we had an incident with the above catheter at the obstetric center, where, when removing the catheter, it was noticed that a part of it was missing. There was no difficulty either in the passage or in the removal of the same. Neurosurgery was promptly triggered, a tomography was performed and the presence of the catheter was verified. The patient is under observation, waiting for the conduct of the neurosurgery.

Manufacturer narrative:
Initial reporter address: e1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.